Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced both ipgs turning off uncommanded. Troubleshooting by company representative and generator logs were unable to substantiate the claims. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that the patient is no longer experiencing therapy turning off and surgical intervention is no longer pending; therefore, this event is no longer considered to be reportable.

Manufacturer narrative:
Additional information indicates that the patient is no longer experiencing therapy turning off and surgical intervention is no longer pending; therefore, this event is no longer considered to be reportable.